Event description:
It was reported that the controller and modular cable were exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm and a backup battery fault alarm was confirmed via analysis of the log files. The submitted log file and the log file downloaded from the returned controller (serial number: (B)(6) contained approximately 1 day of data combined ( on (B)(6) 2021 per the timestamp). A driveline power fault alarm associated with a power a broken fault activated on (B)(6) 2021 at 03:58:13 due to the current sense on line a dropping below the threshold amperage. The alarm was not cleared throughout the log file. A backup battery fault alarm was active on (B)(6) 2021 from 04:17:41 to 06:55:46 due to a backup battery load test failure. The log file captured the alarm clear following a disconnection and reconnection of the backup battery; this is consistent with the provided information that the backup battery was exchanged. The load test failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2021 at 10:16:45 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller was disassembled to inspect the internal components for damage and no issues were observed. The system controller was also tested with the returned modular cable (lot number: 7327184) and no issues or atypical alarms were observed. The returned modular cable is investigated under MFR#: 2916596-2021-01813. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 16jun2017. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault, and the driveline power fault alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, the system controller, and the system controller power cables. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
Related manufacturer reference number: 2916596-2021-01811 and 2916596-2021-01813. It was reported that patient had a power fault alarm that occurred around 5am, and it was unable to be resolved with a change of the internal battery. Log file analysis captured driveline power faults starting 23mar2021 at 0358 and continued for the remainder of the log . It was also noted that the backup battery faults in conjunction with the driveline faults started on 23mar2021 at 0417 and the backup battery faults have resolved with the ebb (backup battery) changeout. It was later reported that the controller was exchanged along with the modular cable.